Manufacturer narrative:
(B)(4). (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that the burr attachment device had an undetermined malfunction. During service and evaluation it was found that the attachment device housing was loose. It was noted that the attachment fell apart. It was also noted that the device failed pre-repair diagnostic tests for quick coupling assessment, machine coupling assessment, free movement, untrue running, marking and labeling, and lubrication. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.